Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the drive shaft lug being stuck on the retraction stop . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead helix would not extend after being repositioned. The lead was extracted and an alternate lead was implanted. No patient complications have been reported as a result of this event.